Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope controller (ec) and the vp unit involved with this complaint and completed the device evaluations. Failure analysis was not able to reproduce the reported issue on the ec nor on the vp. The ec and the vp were installed on a test system and no error messages were noted. Multiple power cycles were run without issues. The video output was good in both eyes on the vision side cart monitor and in the hrsv. Both the ec and the vp were tested together and no issues were noted. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy, the customer had a right eye video loss message. The customer switched out the scopes and reseated the camera multiple times but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to power cycle the system but once again the issue persisted. The surgeon continued with the procedure as is and completed it without patient harm, adverse outcome or injury. Isi followed up with the da vinci coordinator and confirmed that the surgeon then chose to convert and complete the procedure to laparoscopy. The operating room staff was unable to clear the right video loss error message. There was no patient harm or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found video output was present in both eyes on the vision cart and surgeon console. The endoscope controller (ec) and video processor (vp) were both replaced as a precaution.